Event description:
Premature battery depletion was reported. The device was returned and subsequently tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event